Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received stuck in a motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that she has not been able to keep her blood glucose in control. Customer believes that there is a crack in the display or a scratch. Customer's blood glucose was 300 mg/dl at the time of the incident. Customer's current blood glucose was 90 mg/dl. Customer stated that she took a lot of insulin to get her blood glucose down. Customer treated with the pump. Customer has her old pump and mentioned that the doctor changed one of the settings, which caused her to go into diabetic ketoacidosis. Customer stated that she went into diabetic ketoacidosis over a year ago. Customer never went to a hospital. Customer stated that she had the old pump for 5 years. Customer does not see any cracks on the pump. Customer performed the high pressure test and the pump alarmed no delivery at about 4.5 units. Customer was advised that the pump was working as designed and is delivering insulin.